Manufacturer narrative:
Corrected data: b2. Additional data: a4, b1, b5, b7, d8, h6.

Event description:
Additional information was received that the patient had lytic osteolysis and reported pain during consolidation. Additionally, it was reported that the implant had a corrosive stain.

Manufacturer narrative:
Additional data.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received via literature that the patient had localized osteolysis at the level of the nail¿s telescopic junction which is clearly atypical and potentially implant-related. Additionally, osteolytic zone at the distal locking bolts and at the tip of the nail.